Event description:
It was reported that during a hals resection of large bowel, the device locked out at first and 2nd firing. Another device was used to complete the case. There was no patient consequence.